Event description:
It was reported that the patient felt right ventricular (rv) pacing muscle stimulation when interrogated. The rv amplitude was lowered and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.